Event description:
(B)(6) 2016. Information was received from a healthcare provider (hcp) regarding patients receiving an unknown drug via an implantable infusion pump. It was reported the physician had reported a dozen overdoses more than 10 years ago. The hcp noted they spoke to device manufacturer representatives and was told to put a lower concentration in. It was noted it was thought to be lowered by 110 but that wasn't enough. The hcp still had overdoses. They lowered it by 200 before they avoided all the overdoses. The physician noted it was just not enough lowering if you were using a 2000 concentration. The physician had concerns about it. It was further reported by the hcp that he noted the events were over a 10 year period and he had worked with a representative and the district manager at the time. The event date was unknown. No further information was provided.